Event description:
A report was received that a long straw tunnelling tool was used in surgery after its expiration date. The patient is reportedly doing well after the surgery.

Manufacturer narrative:
User installation error: this complaint was a result of surgical error. This is a final report.